Event description:
A customer observed higher and lower than expected tsh quality control results when tested using vitros immunodiagnostic tsh reagent on a vitros 5600 integrated system. Biased results of the direction and magnitude observed may lead to inappropriate physician action if they were to occur undetected on patient samples. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4)

Manufacturer narrative:
The investigation determined that biased vitros tsh quality control results occurred on the vitros 5600 integrated system. Root cause was determined to be the use of an atypical calibration curve. The cause of the atypical calibration curve could not be determined. Following recalibration of the vitros tsh reagent, acceptable quality control results were obtained.